Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post operative there was loss of capture on the right ventricular (rv) lead. It was noted the rv lead had dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.